Event description:
Procedure type: thoracic lobectomy. According to the reporter: the ta45 green misfired on a bronchial stump. Two staples came out mangled and the cartridge stuck on the bronchial stump. It was cut free, stump reinforced, no air leak on testing. The gun and cartridge are being returned. Patient is ok. There was a delay in surgery for more than 30 minutes, but no extension in hospital stay for the patient. There was unanticipated tissue loss. But no add'l blood loss or incision. Nothing fell into the patient's cavity. No reinforcement material.

Manufacturer narrative:
(B)(4).